Event description:
It was reported that during first fitting it was found that 6 electrode channels have status hi. The patient was re-implanted in 2008. It is assumed that the reference electrode was damaged during implantation surgery in 2008.

Manufacturer narrative:
The device has been explanted and has been returned to facility, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.